Event description:
A user facility reported to olympus that during a preparation, 4k autoclavable camera head was not recognized by the tower when it was plugged in. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the camera was not recognized by the tower when it was plugged in. No image was present due to a faulty cable. The device failed a leak test, the rear cover label was faded, and the packing cab was peeled. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.